Event description:
It was reported that a signal loss occurred. The wearable was inserted into the abdomen on (B)(6)2025. According to the patient, on (B)(6)2025, the patient reported taking a fingerstick that showing a bg reading of above 400 mg/dl. The cgm reading prior to the signal loss was not reported. The patient was feeling weak and vomiting. The duration of signal loss before the patient experienced the symptoms was not reported. The patient did not take medication at that time. The patient called for an ambulance. The patient¿s bg was taken both by paramedics and at the hospital, however the patient is unable to recall any bg readings. At the hospital, the patient was treated with IV fluids. During her stay at the hospital the cgm was 178 mg/dl and there was a difference of about 105 mg/dl with the bg. At the time of the report, the patient is feeling fine, however, she is still at the hospital and has not confirmed how long she will stay at the hospital. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.